Manufacturer narrative:
(B)(4). The reported damaged cassette was confirmed. The as determined cause is a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted (B)(4) regarding assistance with the homechoice unit during initial drain. Per the initial report, the home patient (hp) stated he feels overly full during fill 1. The hp explained that when he was in his initial drain, he drained out 3ml and then bypassed to fill. The hp filled with 542ml, pressed stop and called for assistance for a manual drain. (B)(4) assisted the hp with a manual drain and ended up draining 464ml. The hp explained last night he ran over his patient line with his wheel chair and ended up cutting the patient line because he was trapped. The hp didn't pay much attention to what part of therapy he ended last night and thought he was empty; which was why he bypassed the initial drain. The hp's therapy details were as follows: the total volume was 12000ml, therapy time was 8:30, total fill volume was 2500ml, last fill volume was 2500ml and dextrose is set to different. (B)(4) assisted the hp with the manual drain and ended therapy due to fibrin seen during the manual drain. The peritoneal dialysis (pd) nurse will stop in the morning and advise regarding the fibrin. The homechoice unit was operational. There was patient involvement, but no injury or medical intervention was reported. The hp was contacted by baxter (B)(4) on (B)(6) 2011. The hp stated he had to cut the patient line in order to untangle it from the wheel of his powered wheelchair. The hp stated he did not develop any adverse reactions or require any medical intervention. The hp stated he is currently performing therapy without any complications and that this was an isolated event.